Event description:
A dreamstation auto bipap w/humid, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The an inspection revealed multiple error logs indicating failures during expected usage periods: e-20 and e-40 both related to the pca, with e-20 also corresponding to the motor connection, blower box, and pca. Additionally, foam particles were visible inside the assembly, and ultimately, the device was scrapped. Currently, further investigation is not warranted. Should new information arise, a follow-up report will be provided.